Event description:
It was reported that on the intravascular shunt, "it was noticed during use that the amount of adhesive applied on the shaft where the tether was attached was more than it used to be." Customer commented that they cannot use the device since there is a possibility that they may damage the anastomosis site of the coronary.

Manufacturer narrative:
The device was not retained by the hospital for evaluation. A product evaluation could not be performed. Due to a increase in reported complaint trends,this complaint can be linked to the following evaluation. The reported defect is confirmed, and a manufacturing defect was confirmed. The root cause is that excess adhesive was added to the shunt during the manufacturing of the device. A supplier and edwards¿s corrective action have been open and are currently under investigation. A product recall has been initiated. The device use aligned with the intended use of the design. The labeling and IFU contain adequate warnings a product recall has been initiated due to these complaints. The lot history was reviewed, and there were no related ncrs. From (B)(6)2011 to (B)(6) 2013 the complaint trend was found to be out of control. Trends will continue to be monitored through edwards¿s quality systems.

Manufacturer narrative:
The complaint is currently under review into root cause.